Manufacturer narrative:
Manufacturer dates for all devices: unknown.

Event description:
Indication for procedure: removal/replacement of non-functioning lead during dual biv ICD upgrade. Procedure: this was a right-sided, lead procedure performed in the cardiac catheter lab. The total number of leads to be removed was two, boston scientific (ra and cs) implanted in 2000. The physician reported "tip of fineline arterial pacing lead being extracted broke off; embolized to the left lower lobe pulmonary artery". An attempt was made to snare the lead tip but was ultimately unsuccessful. Md did not report the date of the event or which spnc devices were used during the case. Analysis: there were no devices returned for analysis. No product-related complaints associated with this event were reported by the physician. Patient outcome: the patient was reported as being "stable" following the procedure.